Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds and impedance. On (B)(6) 2017, the lead was explanted and replaced. During the procedure it was noted that the lead was fractured. No further information available.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.